Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 291 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed new batteries. The customer installed new batteries in the pump and the issue was resolved. The pump works as designed. No further information was provided.